Event description:
The complainant reported a patient needing an impella cp device for mechanical circulatory support. The complainant had a cp placed for support via vasculature that was calcified and peripheral artery disease (pad). When positioned within the left ventricular, there was a kink observed. This prompted the team to replace the pump. The second pump was successfully placed.

Manufacturer narrative:
The investigation for the reported product damage issue has been completed. The impella device was not received from the customer and therefore, an evaluation of the device was not possible. However, clinical details provided were sufficient to determine a root cause. The cause of the product damage was most likely a catheter kink. The catheter kink was likely caused by the tortuous and heavily calcified vessels. This report is being filed as part of a retrospective review of historical records.